Event description:
It was reported to boston scientific corp that a wallflex enteral colonic stent was used during a colonoscopy with stent placement performed in 2009. According to the complainant, the patient's bowel was completely occluded due to colon cancer. During the procedure, the stent catheter was passed over a 450 cm guide wire. The catheter traversed the stricture and crossed into the peritoneum. The physician deployed the stent. Following stent placement, the physician performed an upper endoscopy, visualized through the stent, and observed a perforation in the sigmoid colon. The patient at the conclusion of the procedure was reported to be doing well.

Manufacturer narrative:
The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed.